Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the left lead. Reprogramming was done but was unsuccessful. The patient underwent a revision procedure where the leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7076464.